Manufacturer narrative:
Per evaluation conducted by the manufacturing site: complaint verified - manipulating the cable would cause image quality issues. A functional test found that moving the cable near the proximal end strain relief (ccu side of cable) would cause the blue color to drop out of the image resulting in a yellowish/brown picture. Once a test fixture cable was installed on the customer's camera the intermittent image issue could no longer be induced. When the original cable was re-installed, the issue returned, confirming the cable is intermittent. Additional inspection found the cable had a tacky feel, which suggests improper sterilization. The intermittent cable will require a replacement to resolve the customer's reported issue. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a case on (B)(6) 2025 (case type was not provided), the image turned brown. They were able to complete the procedure using a back-up unit, without any patient impact.

Manufacturer narrative:
The device was returned to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).